Event description:
It was reported that the bd vacutainer® 9nc blood collection tube had poor vacuum function that produced a low draw due to a loose stopper, which also "spontaneously" popped-off during use. The following information was provided by the initial reporter: "customer is frequently having issues with 4,5ml citrate tubes. They don´t have good vacumm volumes, their cap looks like loose and it makes that the tubes don´t fill good and their caps are opened spontaneously."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774 . The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the retain and customer samples, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed as all samples met the required specifications. Based on evaluation of the retain and customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation has been initiated through CAPA#260774 . The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. CAPA#260774 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer 9nc blood collection tube had poor vacuum function that produced a low draw due to a loose stopper, which also "spontaneously" popped-off during use. The following information was provided by the initial reporter: "customer is frequently having issues with 4,5ml citrate tubes. They don´t have good vaccumm volumes, their cap looks like loose and it makes that the tubes don´t fill good and their caps are opened spontaneously."